Event description:
Additional information received that episodes of oversensing were observed on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events of noise and high capture threshold were confirmed. As received, a complete lead was returned in one piece for analysis. During electrical testing a short was noted. Destructive analysis was performed and visual inspection revealed internal insulation abrasion that was breaching the ring electrode cable lumen under the right ventricular shock coil. The ethylene-tetra-fluoro-ethylene (etfe) cable coating of one ring electrode cable was abraded in this location. The cause of the reported events were isolated to the abrasion of the ring electrode etfe cable coating.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an increase in the capture threshold, r-wave amplitude variation, and episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.